Event description:
The hosp reported that during the coronary artery bypass procedure, two seals did not deploy out of the delivery tube into the aorta. The surgeon used a side biter clamp to complete the procedure. No additional patient complications were reported by the hosp. This report is for the second seal that did not deploy and before using the side biter clamp.